Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was turning off. It was noted this had been occurring for approximately one week. The patient had their stimulation set high due to their pain. The patient¿s stimulation will ¿suddenly turn off on its own.¿ it was noted this was happening in all positions. The stimulation was turned back on and ¿it was not a gradual thing, but was full force.¿ it did not create a shocking or jolting sensation but it felt like the ¿battery was shorting.¿ patient¿s stimulation is onat all times. The patient had not had any recent reprogramming. There were no noted falls or traumas. The patient¿s physician never discussed cycling with the patient. Stimulation felt like it was skipping every five minutes or so. When the stimulation shuts off the patient feels pain down their right leg. During the call the patient had stimulation at 6.9 volts and was in an upright position. Stimulation was noted as on. Later the stimulation turned off. The programmer showed the stimulation was still on but the patient did not feel it. It was noted the programmer never changes from upright. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was noted the programmer never changes from upright. It was noted that the patient's stimulation would "go off for a second, back on, off for a second, back on". It was noted that it was like the battery connection was bad. It was noted that if the patient bends over or turns their back a certain way their stimulation will shut off.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d02214, implanted: (B)(6) 2012. Product type: accessory: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-p4, lot# n311952, implanted: (B)(6) 2012. Product type: accessory: product ID 355531, lot# n302514, implanted: (B)(6) 2012. Product type: screening device: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received indicated that the patient had received assistance from her doctor or medtronic representative and her concerns had been resolved. The appointment date noted was 2013 (B)(6).